Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 3 atms. The number of inflations and to what atms is unknown. The lesion was located in the very tortuous and 90% stenosed left anterior descending (lad) artery. The procedure was successfully completed with the use of another maverick2 monorail catheter. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.